Event description:
It was reported that nose was seen on the shock channel electrogram (egm). Ts noted that noise was not uncommon to see due to how the sensing vector was programmed. In addition, oversensing of myopotential noise was noted. No adverse patient effects were reported. The system remains implanted.